Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and that the insulin gauge was inaccurate. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 100 - 180 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified; however, the insulin gauge issue was not verified.